Manufacturer narrative:
D6a implant date is approximate.

Event description:
It was reported that the patient underwent surgical intervention relating to a sling. The sling was no longer working after radiation. A new aus was implanted. There were no patient complications reported.